Event description:
18:39: pt admitted to cardiovascular lab for heart catheterization. 19:28: duett deployed (model# 1000, lot# unk). 19:29: pt with breathing problems, itching/redness. Dr notifed (in cath, viewing room) with immediate response to cardiovascular lab. Per physician: respiratory therapist holding pressure for approx ten mins the right lower extremity had been identical to left extremity. "Sudeenly the pt complained of numbness and tingling in the right lower extremity, followed by generalized itching and generalized erythema. Pt with significant wheezes and foaming at the mouth. An allergic reaction was suspected" and resuscitative efforts were initiated including: intubation/ventilation, IV solu medrol, IV lasix, IV romazicon, IV atropine, and IV pavulon, IV versed pre-intubation. 20:47 pt was transferred to intensive care unit on ventilator. Per vascular surgeon consult: on pt's physical examination: blood pressure 80/15, tachycardic at 120. Paralyzed and on the ventilator. Pt unresponsive, temperature was 94 degrees, cold and clammy. Radial pulses were faintly palpable. Brachial pulses with a doppler were present. Femoral pulses were palpable bilaterally. The right leg was very pale with absent doppler signal below the popliteal level. The leg was purple and had a very weak arterial doppler. The pt was not making any urine output. Over the course of two hrs pt was treated with steroid, benadryl and volume replacement. Pt steadily improved. Known allergies are penicillin and sulfa, and will include thrombin as an allergy at this time. Pt was previously received thrombin during surgery from pt in the past. The next day at 14:35: extubated approx 18 hrs later. The following day at 14:46: dismissed - 2 days post procedure in stable condition. Per cardiac catheterization note: "suspected allergic reaction: thrombin reaction versus dye reaction with rt. Lower extremity ischemia". Per discharge note: "severe anaphylactic reaction/shock to thrombin utilizing a duett thrombin plug postprocedurally".